Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level 46mg/dl. Customer was not treated for low blood glucose level. Calibration of insulin pump leaded to low blood glucose level. The insulin pump to phone reconnection issue was resolved. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.